Event description:
Olympus (ola) was informed from the biomedical technician at the user facility that the high frequency electro-surgical generator reportedly had a "esg-400 / e433 error" during an unspecified therapeutic procedure. It was reported the procedure was not completed and no death, injury or harm was reported. The equipment will be returned for evaluation.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the product for this complaint was not returned, the investigation is based solely on the information provided by the customer and the sbc. The occurrence of error message e433 was reported. The inspection carried out by the sbc identified the hvps board as the cause of the reported error. Also, cracks on the front panel were reported. Additionally, minor scratches, bends and dents on the top cover were reported. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). This case was addressed by CAPA 147p-017 "e433 error caused by steute footswitch", implemented on 30.03.2015. 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). 7) defective motherboard (adc, permanent error). 8) defective relay board (permanent error) a deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Olympus will continue to monitor field performance for this device.

Event description:
Addendum mar 24, 2022: the event occurred during the middle of the procedure. The procedure was completed using another similar electrocautery device. The procedure was completed and that with no delay as the device was replaced immediately. There was no harm to any person as a result of this event. The device was turned on before the procedure with no anomaly noted.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.